Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to boot due to a failed windows update. The field service engineer attempted a reboot but encountered a repair error. The hard drive was replaced, configured, and the device was synchronized. After resetting the auto-login, the device completed a windows update and successfully loaded into the application. The device was brought online and confirmed to be communicating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had been rebooted after two cubies had failed to be read. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.